Event description:
Customer reported a past low blood glucose event with a specific level unknown but displayed as "low." Low bg cause was not known. Customer consumed carbohydrates as a corrective action. It was confirmed that the control-iq feature was active at the time. Technical support recommended consulting a healthcare professional to discuss potential factors affecting blood glucose levels.